Event description:
Information was received regarding a cadd legacy plus pump. It was reported the device gave a "no disposable-pump won't run" alarm. It was noted that there was no air in tubing. There was no injury reported.